Event description:
Patient had an acdf fusion at c4-c6 on (B)(6) 2008. Patient was returned to operating room on (B)(6) 2012 for removal of hardware at c4-c6. Patient wanted this hardware out, surgeon noted this area was healed. During this removal the threaded tip of the extraction screwdriver bent, then broke after pressure was exerted with the tip not seating properly in the screw, piece was retrieved. Surgeon decided to revise the pt to another adjacent level fusion at c6-t1. The procedure was completed successfully. This is 1 of 8 reports.

Manufacturer narrative:
The dhrs revealed no issues that would contribute to this complaint condition. The teleflex medical certificate of compliance, dated (B)(4) 2005, indicated the correct specifications were used and met all requirements including material type and hardness. The investigation is ongoing.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was conducted and the report indicates the entire length of thread except for about 1/2 thread is broken off of the extraction driver internal shaft. As per the complaint description, the driver was not seated properly when the threaded internal shaft was threaded into the screw to be extracted. As the driver was not seated properly, the threaded shaft had excessive torque and/or a bending load applied leading to a fracture of the shaft at the end of the thread that was not engaged in the screw. As noted in the evaluation of another complaint for the extraction screwdriver, 352.311, it has been determined that the load necessary to break that part of the instrument will most likely be seen in misuse of the product. The material of the internal shaft of the extraction screw was changed from 440a to 465 as a result of an internal corrective action to increase the strength and ductility of the shaft to help prevent issues resulting from excessive side loads occurring from this misuse. The change was made on lot number 5446707. Since this lot, 5108220(supplier lot 556895k05) was manufactured in october 2005 prior to the change, no further evaluation is needed. Training and technique guides also emphasize the proper technique and it is still possible to remove all screws and the plate after a shaft is broken inside one of the screws. This issue has been addressed by an internal corrective action and the lot on this complaint (5108220) was produced before the material change became effective. Device is an instrument and is not implanted/explanted.